Event description:
Customer's family member reported that their family member's freestyle flash meter gave them erratic readings. They gave them insulin based the readings they received. They started sweating, turned very pale, was shaking, twitching, hallucinating and their eyes were dilated. They called paramedics and administered 2 ounces of apple juice before the paramedics got there. When the paramedics arrived they performed another blood glucose test and the reading was 113 mg/dl. The pt was not taken to hosp. Test site used was the finger.